Event description:
Loss of osseointegration.

Event description:
Loss of osseointegration. The material number has been updated. The corrected information is provided in this follow up report. 510(k) is updated on this follow up, in the previous one, incorrect data was provided.